Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference manufacturer report no: 2015691-2022-07503. The investigation is still ongoing. Device remains implanted.

Event description:
As reported by the field clinical specialist (fcs), during an off label transfemoral transcatheter aortic valve replacement (tavr) procedure of a 29mm sapien 3 valve, the valve was implanted and began rocking ventricular. Significant paravalvular leak (pvl) was also observed. A re-expansion of the balloon in valve was performed. The valve was then pulled back and inflated to create a 'dock'. A second valve was implanted inside the first valve and there was trace pvl. The valves were stable after approximately 45 minutes. Post tavr procedure, the two valves had embolized into the ascending aorta as a unit. The patient was brought back into the cath lab. A non-edwards balloon was used to drag the valves past the carotids and a non-edwards conformable thoracic stent was deployed. The patient left the lab in stable condition.

Manufacturer narrative:
The device was not returned to edwards lifesciences for evaluation as it remains implanted. As a result, no visual inspection, functional testing, or dimensional analysis could be performed. Procedural imagery was provided for review, and it revealed two transcatheter heart valves (thv) appearing to be physically joined and embolized as one unit within the aorta. In addition, a thoracic stent appeared to be deployed inside the two thvs. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the valve and delivery system usage. Per the IFU/training manuals, the edwards sapien 3 transcatheter heart valve system is indicated for relief of aortic stenosis in patients with symptomatic heart disease due to severe native calcific aortic stenosis. It is also indicated for patient with symptomatic heart disease due to failing of a surgical or transcatheter bioprosthetic aortic valve, a surgical bioprosthetic mitral valve, or a native mitral valve with an annuloplasty ring. In addition, device embolization is listed as a potential risk associated with the use of the valve, delivery system, and/or accessories. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. Additional assessment of the failure mode is not required at this time. The event for valve embolizing into the aorta was confirmed based on provided imagery. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of the IFU/training materials revealed no deficiencies. It should be noted that this event involved corrective valve in valve following deployment of the first transcatheter heart valve (thv) within a non-calcified aortic annulus. Thv implantation in a non-calcified native aortic annulus using the sapien 3 valve with the commander delivery system is not an indicated use of the device. Therefore, this was an off-label operation. As reported, "a second valve was implanted inside the first valve and there was trace pvl. The valves were stable after approximately 45 minutes. Post tavr procedure, the two valves had embolized into the ascending aorta as a unit." The first valve was implanted in a native aortic annulus that lacked annular calcification. The sapien 3 valve relies on native valve calcium to securely anchor to the annulus. Following implantation of the second thv, it is likely that the forces acting on the valve-in-valve configuration overcame the strength of thv attachment due to the absence of calcium, resulting in an aortic embolization. In this case, available information suggests that patient factors (non-calcified annulus) and/or procedural factors (off-label operation) may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No product risk assessment (pra) nor corrective or preventative actions are required.